Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to low shock impedance out of range, oversensing, pacing inhibition with asystole less that two seconds and noisy signals in the right ventricular (rv) lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and the shock lead impedance test was below the minimum. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and normal device function was observed besides the low shock impedances.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to low shock impedance out of range, oversensing, pacing inhibition with asystole less that two seconds and noisy signals in the right ventricular (rv) lead. No additional adverse patient effects were reported.